Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the company specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Software revision v4-1.02. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of corneal abrasion, noted at the temporal flap edge of the right eye one day post lasik treatment. Patient noted eye was painful and burning, and she cannot keep eyes open. Reporter indicated a bandage contact lens was placed on the eye. Upon additional follow up. Reporter indicated abrasion resolved and epithelium healed. No patient complaints with comfort and bandage contact lens was removed.